Manufacturer narrative:
Device received with constant no motor movement or negligible during rewind. During visual inspection, motor, electronics stack, home switch and force sensor was corroded. Unable to perform self test, sleep current measurement, active current measurement, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due constant no motor movement or negligible. Unable to verify prime or fill anomaly due to constant no motor movement or negligible.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they were unable to exit the load reservoir process. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.